Event description:
A retrospective review of complaints in support of investigation (B)(4)identified a metering event where sample fluid could have been aspirated from the wrong tube/cup position of a sample tray when using a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. For the event that occurred on (B)(6) 2023, it could not be confirmed or ruled out that sample fluid from the affected patient sample was aspirated from an unintended sample cup (wrong patient sample), resulting in an erroneous patient test result (lipase >1000 u/l). The higher than expected vitros lipase result >1000 u/l obtained from the patient sample was reported outside of the laboratory. However, repeat testing with a new patient sample was performed on an alternate method and the non-vitros lipase result was within the reference interval. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that a metering event where sample fluid could have been aspirated from the wrong tube/cup position of a sample tray when using a vitros 5600 integrated system. The cause of the event is a hardware issue where the physical sample tray position and the software tray position are not the same and subsequently can cause the analyzer to aspirate sample fluid from a sample tube/cup other than the intended sample tube/cup. A customer communication ((B)(6)) was sent 22 january 2024 that provided temporary tray loading instructions to reduce the risk of unintended sample aspiration until a resolution is provided. For the event that occurred on 27 march 2023, it could not be confirmed or ruled out that sample fluid from the affected patient sample was aspirated from an unintended sample cup (wrong patient sample), resulting in an erroneous patient test result (lipase >1000 u/l). Therefore, ortho will conservatively report this event. The FDA was notified of this issue on 26 january 2024. Refer to report number (B)(4).